Event description:
Note: event and death dates are unk. It was reported to boston scientific corp that a wallflex biliary stent was used during a stenting procedure. According to the complainant, after placing the stent, it was impossible to remove the catheter from the pt. The distal tip of the delivery system remained blocked inside the stent. After 2 hours of unsuccessfully attempting to withdraw the catheter, the physician cut the catheter near the papilla leaving the extremity of the device inside the pt. The pt's condition at the conclusion of the procedure was reported to be stable. The pt expired one month post-procedure due to terminal phase cancer. The physician's evaluation of the event concluded that there was no link between the pt's death and the device malfunction. The pt's death was due to the pt's "important" stenosis. Attempts to obtain add'l info have been unsuccessful. Should relevant info become available; a supplemental report will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.